Event description:
Report received from abbott international affiliate (abbott canada) that states: "the nurse had a hard time controlling the rate which resulted in a free flow of blood. This occurred during a blood transfusion. It seemed that the roller clamp was defective." The report states that "there were no adverse events experienced by the pt as a result of the incident." No further info was available.